Manufacturer narrative:
Retainer ring: black. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus unsuccessful. No data was being uploaded to thus, and eventually the program timed out. After visual inspection, there is corrosion in/around the following: pcba1 j7, j6, j1, lcd flex cable. After plugging a known good pcba2 into the original pcba1 and then into a known good case, the unit booted up normally. After plugging the original pcba2 into a known good pcba1 and then into a known good case, the unit booted up to a critical pump error (open book image) alarm. In summary, the critical pump error (open book image) alarm and the inability to upload are suspected to be due to pcba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked battery tube threads, cracked case on the battery tube side. The unit was received with a battery cap, and the battery cap contacts were firmly attached to it during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back where battery cap is damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.